Event description:
The complainant reported a patient was going to be implanted with an impella cp device for mechanical circulatory support. It was reported the device was unable to be delivered due to the patient's anatomy. Despite multiple attempts to insert, the device would not advance past the iliac stents and insertion was aborted. The impella device was removed. There was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the cause of the issue was patient condition related. Stents in the iliac caused resistance for inserting the impella cp. Instructions for use for the related event are as follows: impella cp with smartassist system section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. This report is being filed as part of a retrospective review of historical records.